Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when primed the introducer before using it, debris started to flow out.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dilator is confirmed and was determined to be manufacturing related. One 5.0 fr microintroducer was returned for evaluation. An initial visual observation showed the microintroducer was returned with what appeared to be a small, white plastic shaving. The sample was dissected, and a microscopic observation revealed a gouge or groove in the inner wall of the dilator of the microintroducer, which was about the same width as the plastic shaving, suggesting the dilator was damaged during the manufacturing process. Photographs of the samples were forwarded to the manufacturing site for further evaluation.